Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was reported as "high." At the time of the report, the customer had not addressed bg level. Technical support instructed the caller to take corrective steps, such as disconnecting and adjusting tubing and delivering a bolus, although the alarm persisted despite these efforts. Ultimately, the pump was replaced and the customer continued to use the pump for insulin therapy.